Event description:
It was reported that during implant of the right ventricular lead the sensing amplitude was acceptable in the first position but then dropped after a few minutes. Sensing in the second position was also unacceptable so the physician attempted to remove the lead but the helix would not retract even after multiple turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead was received with the helix extended and stretched. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead was received with the helix extended and stretched. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.